Event description:
Related manufacturer reference number: 2017865-2021-06544. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was a heart attack.

Manufacturer narrative:
Analysis was normal. No anomalies were found.